Manufacturer narrative:
An event regarding disassociation involving a uhr head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices that were manufactured met specifications. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient dislocated on the floor post surgery. Dr (B)(6). Attempted to reduce hip and heard a noise, discovered bi-polar component had disassociated in patient - taken to or, new component placed without incident.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by hospital. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Patient dislocated on the floor post surgery. Dr (B)(6) attempted to reduce hip and heard a noise, discovered bi-polar component had disassociated in patient - taken to operating room, new component placed without incident.